Event description:
Customer was admitted to hopital for high blood glucose and diabetic ketoacidosis. Cannula was bent when removed. Customer stated they now have stretch marks and are inserting in that area.